Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white powder noted on a small volume folfusor device. The folfusor contained a compounded solution of fluorouracil, 3150 mg in 115ml of sodium chloride. The white powder was observed to be at the end of the folfusor pump where it connects to the patient. Patient involvement was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing date: july 26, 2017 ¿ july 29, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.